Event description:
It was reported that one of the patients anchors eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the anchor was repositioned, and the incision was repaired to address the issue. It is unknown which anchor eroded through the skin.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10330615